Event description:
It was reported that the device was in back up vvi. The rhythm was not pacing support during backup vvi. An error message popped up saying corruption. It was also noted that the programmer was unable to interrogate the device. At a subsequent follow up. It was noted that patient coughed when paced. The device was electively removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of unable to interrogate was confirmed in the laboratory and was due to device not recognized due to ID bit lost. The device was test and no anomalies were observed. The battery depletion was determined to be normal.